Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found e315(incompatible scope)due to corrosion on endoscope connector. Additionally the device evaluation found :due to a pinhole on the channel tube, water tightness was lost, control unit had discoloration, universal cord had wear, scope connector cover unit had discoloration, grip had discoloration, scope cover had discoloration, the insertion tube was dented, the light guide tube was immersed and corroded, the venting connector was immersed and corroded, the printed circuit board was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred during an unknown procedure. There was no delay, and the patient was not under anesthesia there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the biopsy channel was leaking, which led to water invading the device and resulted in the printed circuit board becoming corroded. Due to the water invasion an abnormality, such as short circuit, occurred and led to the reported malfunction. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.